Event description:
The customer's parent called and reported that the customer experienced low blood glucose. Customer's blood glucose was 40 mg/dl. The customer's parent was calling to have questions answered, regarding insulin pump suspension. Caller confirmed low blood glucose issues were being addressed at the customer's school with the nurse's assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.